Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 6.5 cm distal to the is-1 connector pin. The proximal and medial fragments were received for analysis. The distal fragment including the lead tip was not returned for analysis. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation of the medial fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This ra lead was explanted due to noise. Should additional information be received this file will be updated.